Event description:
The patient reports that he is unable to communicate his ipg with his external devices (2501 comm error. The patient reports he last charged 1-2 months ago or longer. The sjm representative met with the patient and confirmed the issue. Follow up information identified the patient had not used his scs system for 5-8 months. Surgical intervention is pending to address this issue.

Manufacturer narrative:
D4: UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.